Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra-pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (advanced age, gender, and bulky calcium) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
As reported from patient support (pcs), the patient called psc to report her experience with the tavr procedure. The patient stated "I was told the calcium particles pierced my heart like needles and made small holes in my heart and my heart started to bleed." The patient also mentioned that they continued with the tavr procedure. The patient further stated, "they made a small hole through my chest to drain the blood." The patient was intubated and remained in ICU for 6 days before she was discharged. Per medical record review of the op note: successful tavr implantation with zero gradients across the bioprosthetic aortic valve. An aortic root angiogram revealed no evidence of paravalvular leak (pvl) and the position of the valve was excellent. The flow to the coronary arteries was very good. Then the patient's blood pressure (bp) became labile, and an echo revealed a small pericardial effusion. The team reevaluated the aortic root angiogram and there was a very small pinhole size leak from the left sinus of valsalva, a very faint amount of contrast getting through. They decided to intubate the patient. The team monitored the pericardial effusion which increased slightly but remained relatively small in size not exceeding 1 cm. It was determined it was safer to perform a pericardial window and monitor the patient for any signs of deterioration. The patient was hemodynamically stable after the deployment apparatus was removed. The pericardial window was created and 200 mls of blood was drained and the pericardial effusion resolved. The valve remained in a very good position and there was no significant pvl or regurgitation. On post-operative day 1 the transthoracic echocardiogram (tte) indicated a bioprosthetic valve present, normal function, and no significant regurgitation. The aortic valve area (ava) was 3.3 cm2, with an average mean gradient (avmg) of 8mmhg, and no pericardial effusion.